Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and reportedly the customer was adding insulin outside of the load sequence. Tandem customer technical support informed customer that adding insulin outside of the load sequence is off label per the user guide. Customer's blood glucose was 352mg/dl at the time of event.